Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2012309, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. All records were reviewed for the reported lot and results were found to be acceptable. Five retained samples from lot 2012309 were used for additional evaluation, no damage was observed on the product and all luer dimensions were verified to be within the required specifications. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced leakage from the injector and mating component, and separation of injector and mating component. The following information was provided by the initial reporter: the nurse was called into the patient's room. The patient had 2 drops of blood on her legs, and her bed had blood on it. The phaseal optima injector, connector, and blue cover were all still intact and connected to the patient's port. However, the IV tubing attached to the 24 hr mtx came was unscrewed and hanging off the bed. The nurse quickly turned off the IV pump and further assessed the situation. Dad held the patient with double gloves and wiped her off using bath wipes. The nurse saw that the optima and port were leaking blood so she clamped that until she could disconnect the optima and flush the port. The port was still in place with the dressing intact, line was flushed, blood return noted and saline locked. Pct changed linens using double gloves and wiped the bed using purple saniwipes. There was no chemo spill anywhere else, only the drops of blood. The nurse notified the charge nurse, resident, hospitalist, pharmacy and attending. The attending did not want to restart the chemo, so the nurse primed a new IV tubing with ivf and changed the cap on the port.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced leakage from the injector and mating component, and separation of injector and mating component. The following information was provided by the initial reporter: the nurse was called into the patient's room. The patient had 2 drops of blood on her legs, and her bed had blood on it. The phaseal optima injector, connector, and blue cover were all still intact and connected to the patient's port. However, the IV tubing attached to the 24 hr mtx came was unscrewed and hanging off the bed. The nurse quickly turned off the IV pump and further assessed the situation. Dad held the patient with double gloves and wiped her off using bath wipes. The nurse saw that the optima and port were leaking blood so she clamped that until she could disconnect the optima and flush the port. The port was still in place with the dressing intact, line was flushed, blood return noted and saline locked. Pct changed linens using double gloves and wiped the bed using purple saniwipes. There was no chemo spill anywhere else, only the drops of blood. The nurse notified the charge nurse, resident, hospitalist, pharmacy and attending. The attending did not want to restart the chemo, so the nurse primed a new IV tubing with ivf and changed the cap on the port.